Event description:
An issue associated with cm3100 hospital system resulted in the duplication of a patient profile (patient a) and a missing profile for another patient (patient b) in merlin.net patient care network (pcn) heart failure portal. No patient injury was reported. The issue is currently under investigation. MDR-2025-04900 was created for patient a.

Manufacturer narrative:
Fa-q125-hf-1 cm3100 duplicated patient profile in hf cloud notice issued by abbott on 30 jan 2025. CAPA 139725 has been initiated to investigate this issue.

Manufacturer narrative:
Fa-q125-hf-1 cm3100 duplicated patient profile in hf cloud notice issued by abbott on 30jan2025. CAPA 139725 has been initiated to investigate this issue.